Event description:
Per the clinic, the patient experienced vertigo, nausea/vomiting and low potassium levels; she was seen in the emergency room the mornings of (B)(6) 2015. The patient was treated with antiemetics and prednisone. The patient was seen by her physician on (B)(6) 2015 who reported she had a vestibular reaction and perhaps serious labyrinthitis.

Manufacturer narrative:
(B)(4): the implanted device remains.